Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the top of the battery compartment was found to be cracked to below the grip pad and the cartridge compartment was cracked near the threads. Unrelated to the initial complaint, the display had a reddish tint. The returned cap was unable to tighten to the battery compartment due to cut out threads; a test cap was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap or moisture and corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.